Manufacturer narrative:
Ortho performed a complaint review for similar injury, and provided objective evidence of infectious disease testing. All results were satisfactory. (B)(4).

Event description:
Staff nurse contacted ortho to report a safety and exposure incident where operator of provue analyzer accidentally splashed her eye with 0.8% selectogen screening cells. Operator was not harmed. First aid response was provided, eyes were washed, follow-up lab work was performed, operator is ok. Lot used for testing which splashed in customer's eye was 0.8% selectogen lot# vs097, cell# 1 exp. 3/27/2018. Issue started on: (B)(6) 2018 (incident date). Ortho obtained all pertinent lot information. Nurse inquiring about viral marker testing done on screening cells, ortho obtained certificate of analysis for product, and referred customer to IFU caution section. No further action being taken with affected operator, no symptoms or reported health issues since exposure.